Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to multiple stations. A technical support specialist dialed into the server and ran a query, results showed that the message delay began around 14:49 and resumed processing at 15:37, with all messages catching up by 15:51, contacted and discussed findings with customer, who requested the case remain open for 24 hours. Confirmed that messages were successfully crossing. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to multiple devices. The user also stated that the entire list of cancer patients was not crossing over to another facility. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.